Event description:
A dialysis home pt reported system error 2240 alarm in drain 4/4 during treatment using homechoice device. The home pt discontinued treatment at the time of the alarm, ending therapy early. The home pt noted her dog had chewed on her pt line during treatment. The home pt went to the unit the following day and received prophylactic antibiotics. There was no pt injury associated with this incident and the samples were discarded according to the home pt. Writer contacted the health care professinal who will follow up with the home pt regarding the risks of pets and dialysis.